Manufacturer narrative:
Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: (B)(4), or baxter healthcare (B)(4). The devices were not returned, and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty in closing the white clamps of an unspecified quantity of exactamix 250 ml eva tpn bags. It was further reported that pliers were used in order to close the clamps. This issue was identified during setup prior to patient use. There was no patient involvement. No additional information is available.